Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number (B)(6), was evaluated following the reported events of low flow alarms and a system controller exchange. A review of submitted log files revealed low flow alarms throughout (B)(6)2025. On (B)(6)2025 at 09:10:54, the driveline was disconnected and shortly after both power cables were disconnected. This series of events is consistent with the reported system controller exchange. On (B)(6)2025 at 09:12:42, the driveline and power cables were reconnected for the remainder of the reported event date. There was no indication of an issue with the system controller on the reported event date. The provided information indicated the system controller was briefly disconnected to rule out any potential issue with the system controller. The system controller exchange did not resolve the issue and was therefore reconnected to the system. The root cause of the reported event could not be correlated to an issue with the system controller. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for, maintain, and store all equipment including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had an acute onset of persistent low flow since 0845hrs on (B)(6)2025. The patient's hemodynamics were stable. Log files were sent for review. The event log file began capturing low flow events on (B)(6) 2025 at 8:38:55. The flow dropped to 0.0 liters per minute (lpm) at 8:41:15 and remained at 0.0 lpm for the remainder of the log file. Power decreased around this time also. A driveline disconnect was captured at 9:10:54. Power was removed at 9:11:32 and restored at 9:12:43. The driveline was reconnected at 9:13:18. The pump returned to operating above the low-speed limit (lsl) at 9:13:23 but flow remained at 0.0 lpm.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of the persistent low flow was determined to be thrombosis at the outflow graft. The cause of the driveline disconnect was a controller exchange. The patient was initially asymptomatic with stable hemodynamics but went into pulmonary edema 3hrs later & was intubated with initiation of inotropic support for hypotension. The pump flow resumed around 3pm & resumed stable flow of > 3l/m around 4pm. Inotropic support was weaned off at 5am and the patient was extubated on (B)(6) 2025. Pump flow & hemodynamics have been stable since and the patient was currently recovering at step down unit, home discharge was to be planned soon.

Manufacturer narrative:
B5: additional information. H6: codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The controller was exchanged due to a controller fault. A controller issue was ruled out and therefore the patient was reconnected to the initial controller (B)(6).